Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
The customer reports that during a gyn procedure, the tissue pad piece came off the jaws. They noticed that an abnormal amount of burnt tissue was sticking to the jaws. They looked around and found the piece of the tissue pad on the floor. They switched out the device for a new one to complete the procedure. There was no patient consequence.